Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a message on the pump stating that the cartridge could not be loaded and to install a new cartridge during the load process. Tandem technical support was unable to confirm the type of alarm in the pump history. The customer's blood glucose level was in the 200's mg/dl. Reportedly, the customer was able to load a new cartridge and resume insulin delivery.